Manufacturer narrative:
Evaluation of the returned benchmark confirmed a kink in its proximal shaft. If the device is forcefully retracted from its packaging tube at an extreme angle, damage such as a kink may occur. If the benchmark was kinked, it may not function properly. During functional testing, a test mandrel was unable to advance through the kinked location in the catheter. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the physician noticed that a benchmark was kinked near the hub upon removal from packaging. However, the physician attempted to still use the benchmark and experienced resistance in the area that was kinked. Therefore, the benchmark was removed. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.